Manufacturer narrative:
This lead was abandoned, therefore boston scientific crm will be unable to perform analysis on this lead. Should it be returned, or if additional information becomes available, this event will be updated.

Event description:
Boston scientific crm received information that this left ventricular lead had dislodged a few months prior to the device changeout procedure. As a result, the lead was programmed off. During the changeout procedure, the lead was surgically abandoned. No adverse patient effects were noted.